Event description:
The pt received the scs system on (B)(6) 2011. It was reported that the pt has fallen twice since implant. It was reported that the falls are attributed to blood pressure issues. X-rays showed that the scs lead has migrated completely out of the epidural space and curled over on its side. The physician reinserted the existing scs lead into the epidural space thus resolving this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.